Event description:
Libre 3 cgm sensor providing inaccurate reading. Sensor not involved in recall. High reading caused incorrect dosage of medication insulin, which in turn cased low glucose.finger prick glucose test was 144.